Event description:
During the surgical procedure, the alcon machine was not advancing to the next phase. The handpiece was changed more than once to troubleshoot and the phase was still not advancing. The tech noted the machine was functioning properly, however the 2 out of the 5 handpieces came up as defective.